Event description:
Drawing up medication in a syringe and activated safety device after drawing up. When employee moved her thumb from the orange button, the needle shot out of the barrel. Employee used another syringe from the same lot to show her supervisor what happened and needle shot out of that syringe also.